Event description:
A hospital in a foreign country reported that a mr290 humidification chamber overfilled and water was delivered to the patient and intervention was required. Water was seen in the et tube and in the patient's mouth. The patient was reported to have experienced desaturation and bradycardia as a result. No further injury to the patient was reported and the hospital has also said that no long term injury is apparent.